Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post paced t wave oversensing. Programming changes were made. The patient was in stable condition.